Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 45 and 109 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.